Manufacturer narrative:
Troubleshooting was conducted with the customer, during which it was observed that after new pads were installed, the AED no longer prompted for pad replacement. Analysis of the device log files revealed a persistent service code, prompting the return of the unit for further evaluation. During internal testing, the reported issue could not be replicated, and the original pads were not returned for review and the cause of the issue could not be determined. The AED successfully passed all functional tests. Further investigation identified that a relay within the device did not perform as expected; however, this did not impact the device's ability to deliver therapy.

Manufacturer narrative:
Although requested, the log files and AED pads from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported their pads are not recognized by the AED. They reported this did not occur during patient use.